Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and if the initial reporter also sent report to FDA is unknown.

Event description:
It was reported there was no alarm volume during testing. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented downstream sensor seal bubbled, upstream sensor seal worn. The customer stated problem was duplicated. Replaced dso (downstream occlusion sensor) and expulsor. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120 . H4: correction: device manufacturing date: 11-jul-2017